Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that a aspiration handpiece had an occlusion during surgery. The handpiece was exchanged to complete the surgery. There was no patient harm. Additional information has been requested.